Event description:
The patient called animas on (B)(6) alleging that the pump sounded weird on the load step. The patient said that he only needed to prime 4 units of insulin rather than the usual 16 to 19 units. Therefore the pump did not recognize the filled cartridge. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the pump load step was unable to detect the filled cartridge. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and the force sensor assembly was found to be physically damaged.